Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's mother stated that he was a recovering alcoholic that had drank alcohol the day prior. The customer was off the insulin pump for 12 hours and not receiving insulin. However, his blood glucose stayed low. The paramedics were subsequently called due to his blood glucose of 26 mg/dl, and he was treated with glucose. The customer was later hospitalized because he was unresponsive. The customer's mother explained that the insulin pump had been dropped a week prior but was unsure if there was anything wrong with the insulin pump. It was also reported that the insulin pump would not record a bolus when the customer delivered a bolus. Troubleshooting was declined. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.